Manufacturer narrative:
Concomitant medical products: product ID: 402452, product type: lead, implanted (B)(6)1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the implantable pulse generator (ipg) displayed invalid data for episodes of atrial tachyc ardia/atrial fibrillation (at/af). The ipg remains in use. No further patient complications have been reported as a result of this event.